Manufacturer narrative:
Film analysis while the cause of the event could not be conclusively determined based on the review of the pre-implant cts received, it is likely that the sharp angulation observed at the level of the distal aortic arch/proximal descending aorta contributed to the removal difficulties, leading to detachment of the valiant captivia delivery system tip. The tip detachment had been confirmed in the previously provided and reviewed images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis review the reported detachment of the delivery system tip was confirmed; however, the cause of the event could not be conclusively determined based on the limited imaging provided. Lack of pre-implant CT scans did not allow for assessment of pre-implant anatomy. Procedural angiograms showing the advancement of the delivery system through the device and reaching the target landing zone, device deployment, retrieval attempts, and the precise moment of tip detachment were not available for a more thorough assessment of the events . It is possible that the sharp angulation observed distally within the stent, coupled with the reported interaction with the surgical graft, contributed to the difficulty in retrieval leading to tip detachment; however, this could not be confirmed. Device image review an image of detached tip was received. The reported detachment was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a ulcer. The patient had a previous ascending, descending, thoraco abdominal replacement prior to the treatment. It was reported that during the procedure, it was determined that the tapered tip length was too long to not potentially impact the functioning of the previously implanted mechanical valve that was in place. As such it was decided upon by the physician to pull the existing device back and deploy it in the transverse arch. The device deployed without incident in zone 1. During the recapture of the tapered tip, the tapered tip became trapped at the apex of the synthetic graft that was transitioning into the descending aorta. The physician tried multiple manipulations to get the tip to pass through this area, without success. The physician then pulled the stiff wire back through the mandrel of the delivery system to try to remove some of the tension on the tapered tip. This too, did not result in any substantive change to being able to withdraw the device. As the physician was rotationally, manipulating the graft, the tapered tip came off of the mandrel and was floating in the apex of the arch. A snare 18 x 30 mm was used in conjunction with a 26 french by 64 cm sheath to recapture the nose cone and remove it from the body. The case was completed without incident and the patient was discharged two days postop. Per the physician the cause of the removal difficulty and detachment could not be determined.